Event description:
It was reported to philips that the heartstart xl defibrillator shock was not getting delivered during operational check. It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.